Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after delivering a bolus. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer report seeing an air bubble in the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. The customer was aware the apidra was not labeled for use with the pump, but was the only type of insulin that the customer could use.